Event description:
The patient's family member called lifescan (lfs) in 2005 and alleged that the display on the patient's meter was frozen. The medical affairs specialist mailed a letter on the 3rd day since the reporter could not be reached by telephone for further clarification. The patient tested his blood glucose on the previous day and he obtained a result of 462 mg/dl. He took his insulin based on the reading. The time that he tested/took his insulin is not known. During the night, he went into a coma. His family member attempted to test the patient with his meter and the display was frozen. She then tested him with their own meter and the result was 30 mg/dl. They gave him sugar and coke with sugar added. When he regained consciousness, they gave him something to eat. It does not apperar that the paramedics were called or that the patient was taken to the hospital. It would have been helpful to know: if the patient had any symptoms with the result of 462 mg/dl, what his insulin dosage was, what time he obtained the result of 462 mg/dl, what time he went into the coma, and if he ate anything prior to the coma. Although it does not appear that the meter issue led to the injury (he was able to test prior to the event and after on his family member's meter), the meter issue was not resolved with troubleshooting. A replacement meter has been sent to the patient.